Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it was reported that there was a high-pressure alarm, the lines were checked for kinks, and none were found. Abiomed support advised the team to change the purge solution from d5 with heparin to tissue plasminogen activator protocol (tpa), and the abiomed support representative went on site to assist the medical team with the tpa protocol. Later in the day the purge flow drifted lower again, the purge solution was changed to tpa protocol due to flow rates dropping a third time. The patient remained on impella support for three additional days and was successfully weaned.